Manufacturer narrative:
Manufacturer's investigation conclusion: the reported bleeding between the apical cuff and the pump¿s o-ring could not be confirmed, and a specific cause for the reported bleeding could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The steps to adjust the orientation of the pump are also outlined in this section. Furthermore, section 5 of the IFU also states that during implant, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A. Patient information was not provided by the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient passed away. The pump was working as expected after the intraoperative bleeding event. The patient was very sick (ntermacs 1; impella 5.5, ai°2-3) with high risk. The heartmate 3 implant was the last treatment option. The patient developed multi-organ failure and therapy was stopped on (B)(6) 2026.

Event description:
It was reported that the surgeon observed bleeding between the pump and o ring after the pump was connected to the ring. The pump was removed from the ring and connected again. The bleeding stopped with administration of protamine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.